Event description:
It was reported that the customer received a motor error and a no delivery alarm. The customer was hospitalized. She was administered insulin drip. Her blood glucose level was 1,090 mg/dl. The drive support cap was receded in. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.